Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a vena cava filter placement procedure, a premature deployment occurred. While the physician was getting ready to insert the greenfield 12 fr ss vena cava filter, it deployed in his hands. No patient injuries or complications were reported. Patient status is reported as "good". Additional information has been requested regarding this event.